Event description:
Reporter alleged high blood glucose readings, however, felt low so went to the doctor as a result. Customer stated her meter read 175 mg/dl compared to the doctors' measurement of 69 mg/dl when testing was performed 5 minutes apart. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.